Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed to discharge using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1, d4, and h4. Evaluation: the onestep complete electrode pads were returned to zoll medical canada. The customer's report was verified and attributed to the electrodes. Electrodes from retained samples of the same lot number 0821d were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Replacement set of electrode pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.